Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Clinic reports noise on rv lead. Lead extraction to be scheduled. Device currently remains implanted. On (B)(6) 2016 - all available information suggests this lead remains implanted.